Event description:
It was reported that a continu-flo solution set experienced backflow. The patient was receiving iron sucrose as a secondary medication through the primary set. Approximately 75 minutes into a two hour infusion it was noticed that the medication had backed up past the check valve into the primary bag containing saline. It was reported that the bag was hung lower using a hanger, and the medication was piggy backed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample, unused in a sealed pouch. Visual inspection did not reveal any defects. The sample was functionally tested by spiking the returned sample into an in-house 1000ml solution bag containing distilled water. The sample was then primed and checked for flow. An in-house secondary set was then primed and attached to the top y site of the returned sample. The setup was then checked for back flow. The remaining two y sites were also tested for flow. The sample primed and flowed normally with no back flow noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.